Manufacturer narrative:
(B)(4). Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent extensive fasciotomies involving the lower extremity. The wound was treated with vacuum assisted drainage and secondary closure with suture. During closure, the weights on the suture were cut off as were the needles after the sutures were placed in magnetic containers. At the end of the closure, one lead weight was not accounted for. An x-ray was performed and the weight was identified in the lower portion of the wound. The wound was partially reopened and the weight was retrieved.